Event description:
Approx two weeks after implanted mesh, pt started having pus discharged from surgical site and urinating blood. On (B)(6) 2010, pt went to the ER and was diagnosed with an infection and given antibiotic which did not resolved the pus. Pt started forming hemangioma on back of ear and calf. Pt had nerve ablation and multiple injections to try and repaired the mesh but the interventions were unsuccessful. On (B)(6) 2012, mesh removed. During removal of mesh; it was noted that pts insides were damage due to scar tissue and pigmented inguinal nodule noted as well. On (B)(6) 2014, pt received a recall letter about his mesh. On (B)(6) 2014, pt had a doctors consultation at which point it was discovered that part of the mesh was still stuck on pts somatic cord. In order to removed the remaining mesh; pts testicle would also have to be removed. Pt is now disabled due to the mesh.

Event description:
Add'l info received from reporter for report mw5035852 on 10/31/2018. Reporter has updated his address.